Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and the device may not advance at all. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and additional resistance after the friction lock due to the kink in the pusher assembly, and no further issues occurred. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using packing coil lps. During the procedure, a packing coil lp would not advance past its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using another lp coil. There was no report of an adverse effect to the patient.